Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that vertical cracks were found between the wing of the suture and the cuff, and foamy protrusions appeared. The catheter was pulled and replaced on (B)(6) 2013. Patient involved without injury.